Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found other complaints regarding the lot number. This product was made at our manufacturing plant in hungary which was informed about this issue. This lot is part of a foreign field safety notice initiated in august 2025. The investigation showed that the bi tubes inside the handle were collapsed. This collapsing doesn't allow suction or irrigation, so the elephant is non-functional. A corrective and preventive action was opened in august 2025 to manage this issue. The root cause has been identified: the ring protector around the handle was not correctly placed on the elephant buttons, and the actions are ongoing. A clinical assessment was performed and concludes: the malfunction of the elephant suction¿irrigation device, caused by a misplaced handle protection cap, results in a complete loss of suction and irrigation functionality. As stated in the instructions for use, the device must be tested before use, which allows early identification of the issue and prevents patient contact. In most cases, the clinical impact is limited to a prolonged procedure and device replacement, corresponding to a severity level 2 risk. However, given that the entire lot appears to be affected, it cannot be ruled out that a replacement device will be available in the unit, which may result in procedure rescheduling, increasing the clinical impact to severity level 3. No sterility concerns are identified, as the device tip remains properly sterilized and isolated from internal fluid pathways.

Event description:
According to the available information three units have been tried and none of them work.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional two devices referenced in b5 are captured under separate reports. B3: estimated date.

Event description:
According to the available information three units have been tried and none of them work.